Event description:
Pt reported that the lancet did not automatically retract inside of the lancet device after firing. Pt indicated that she had to manually pull the lancet device away from her fingertip. No pt injury was reported and no treatment was received. Pt did not provide the location where the event occurred. Technical support requested the return of the suspect product and replacement product was shipped.